Manufacturer narrative:
Unit passed displacement test. Hardware low level failure alarm (variable 3) alarmed during self test and pump trace download confirmed hardware low level failure alarm (variable 3) due to broken trace at u1 pin 6/sda on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm. The customer blood glucose level was 263mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.